Event description:
It was reported that the scale markings at the "5 ml" and "10 ml" lines on the bd syringe luer-lok¿ tip were blurred and difficult to read. The defect was found before use during a quality control inspection. The following information was provided by the initial reporter: "it was found that the measurement-print on the syringes indicating 5 ml and 10 ml is very blurt and difficult to read. Out of 200 syringes, almost all syringes had poor measurement- print. The weak print has been found on all cavities."

Manufacturer narrative:
H.6. Investigation: twenty (20) samples and two (2) photos were received from the customer for investigation. The samples were visually examined using unaided vision and it was observed that some of the numbers on the gradient scale have lighter print. However, the numbers on all the syringes are still legible and can be read. One (1) photo shows four (4) syringes in a row. All four (4) syringes have lighter print around the 10ml line but the print is legible on all four (4) syringes. The second (2nd) photo shows three (3) syringes which also have lighter print around the 10ml line but the print is legible on all three (3) syringes. The returned samples provided by the customer were shown to a quality control associate who stated that the print on the syringes is still legible and would be acceptable. The quality control associate stated that the light print was probably caused by a worn printing drum and that if this condition was observed during production that the print would be monitored to ensure that the syringes being produced maintained legible print. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings at the "5 ml" and "10 ml" lines on the bd syringe luer-lok¿ tip were blurred and difficult to read. The defect was found before use during a quality control inspection. The following information was provided by the initial reporter: "it was found that the measurement-print on the syringes indicating 5 ml and 10 ml is very blurt and difficult to read. Out of 200 syringes, almost all syringes had poor measurement-print. The weak print has been found on all cavities."